Manufacturer narrative:
The cause of the sterile sleeve damage issue was not determined without returned product investigation and sufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella 5.5 anticontamination sleeve became disconnected after repositioning. A tegaderm was placed. The patient was weaned and explanted as planned.